Event description:
A surgeon reports a pt complained of severe glare and halos the first day following intraocular lens implant surgery. A lens exchange was performed 3 weeks following the initial surgery. Symptoms resolved following the lens exchange and the pt is happy with her outcome.

Manufacturer narrative:
Eval summary: the returned intraocular lens was examined and verified to have signs of handling. The optic edge had 2 torn/split areas (possibly cut) and the optic was scratched. The optical resolution was acceptable with a focal length reading equalizing a 21.5 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Add'l info was requested by fax and mail on 10/31/2006. A f/u call was made on 10/27/2006. Add'l info was provided during the f/u call and on a completed questionnaire.